Event description:
The system error (se) 2240 was identified by a baxter technician in the patients alarm log on (B)(6) 2010 at 09:20 but was not found in the review of the event logs of a returned homechoice device.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the disposable device was not requested for evaluation and a batch review will not be conducted.

Manufacturer narrative:
(B)(4). The system error 2240 was identified during an initial assessment of a hc device which occurred on (B)(6) 2010; there was no report for this alarm called in by the customer. The customer discontinued to use the hc machine and was returned to baxter. The device failed the rite functional test due to failed volume transferred comparison. The assignable cause was undetermined. It is not evidence that problems with the hc contributed to se 2240. Not enough data is available within the complaint to identify root cause; therefore, the cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).